Event description:
It was reported that during a low anterior resection, the surgeon used the instrument as normal, but it cannot be pulled out after firing. The device was cut out from the pt. The surgeon changed to hand sewing. Or time extended by one hour.